Event description:
It was reported by the customer that the pyxis medstation es system drawer 5 jammed failed to recover. A customer has indicated that a user is experiencing difficulties in dispensing medication to a patient, which has been attributed to a reported malfunction causing a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawer 5.1 very difficult to open. A field service engineer accessed the rear panel and extracted the drawer from the station, discovering that the ball bearing cage was protruding excessively due to the absence of a bumper. To resolve the issue, all bumpers were replaced. The system functioned as intended after field service engineer troubleshooted the device.